Event description:
It was reported there was blood leakage from the gas exhaust port of an oxygenator post cardiotomy. The oxygenator was changed out with no reported pt effect. (B)(4). Please refer MFR report # 8010762-2014-00005.